Manufacturer narrative:
Other, other text: device evaluation: cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no physical damage. Event history log review was performed and found evidence of reported problem. Visual inspection and downstream occlusion pressure range testing with latch cassette were performed. The customer reported problem was not duplicated. According to investigation the pump dso sensor was at 220 mv and not the reported 2500 mv. In the event log, multiple entries of downstream occlusion were found. According to the investigation the pump faulty dso sensor will be replaced. The problem source of the reported problem is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the downstream sensor was stuck at a value of 2500 mv. No patient injury or complications were reported in relation to this event.

Event description:
Additional information was received indicating that there was no patient involved.